Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, as physician was pulling the sheath back to slit it, the lead dislodged. The physician removed the lead and noted the guidewire would not pass all the way down. A new lead was placed successfully without issue. The patient did not suffer any adverse consequence and was stable prior during and after the procedure. The patient would be monitored.

Manufacturer narrative:
Analysis was normal, no anomalies were found.